Event description:
Surgeon was using a cholangiogram grasper for a laproscopic cholecystectomy. The choleangiogram grasper broke inside the patient. The grasper was taken out of the patient and inspected to make sure no pieces broke off in the patient. Abdomen inspected with cameral. Surgeon confirmed no pieces were missing from the broken instrument. There was a clean break in the instrument, with no fragmentation. Another device was obtained and the procedure continued.